Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inflammation. The prosthetic was splinted and screwed to implant. Little attached gingiva, possible overload although splinting with neighbouring implant #35 (stable).